Event description:
It was reported that there is a technical malfunction (test failed).

Manufacturer narrative:
A philips authorized repair bench technician evaluated the device and found the issue. The technician replaced the paddle tray kit. The device passed all performance assurance tests and was returned to the customer.